Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the black box showed multiple loss of prime warings associated with a non primed pump or cartridge change. The pump was run for 24 hours and the loss of prime was not duplicated. Force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad, and at the case seal to the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had been emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.